Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's performance with the device is affected after a trauma to the head.imaging will be performed.

Event description:
The user's hearing performance with the device is affected after a trauma to the head on (B)(6) 2022. The user was not wearing the audio processor at the time of the accident. There was no swelling or redness at the site of the implant. The user was re-implanted on(B)(6) 2022.

Manufacturer narrative:
Conclusion. The investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.